Event description:
It was reported that several hours after a coronary drug eluting stenting treatment procedure, the pt expired. The details of the procedure are unknown. The pt expired that evening while still hospitalized. The physician indicated that an autopsy had been performed; the cause of death was determined to be myocardial infarction. The physician indicated that the stents were explanted from the artery and there was no thrombus or defect noted. In his opinion, the pt's death was not related to the taxus express2 2.75 x 16 mm and 2.75 x 20 mm drug eluting stents that were implanted.